Event description:
According to the complaint, the customer was pre-registering samples on the abl90 flex plus analyzer (serial number: (B)(6)), where they noticed that the patient information data was wrong. The sequence of event is described below: sample (patient a) was pre-registered by sample barcode. Sample (patient a) was measured but it was canceled. The other sample (patient b) without barcode was measured. After that, the sample (patient a)'s information data has been registered to the sample (patient b). The customer has confirmed that there was no adverse event had occurred.

Manufacturer narrative:
B3: date of incident in b3 is estimated based on the date of awareness. E2: there is no information for e2. The radiometer investigations is completed, and the root cause is traced to use-error. This issue is not triggered if the operator follows the instruction on the screen and IFU.

Manufacturer narrative:
Additional info has been added to the radiometer investigation. Root cause has been determined to be "patient demographics from previous aborted measurement goes into new measurement because demographics data does not reset, and it goes into new measurement".